Event description:
Customer reportedly obtained results of 149 mg/dl, 155mg/dl, 71mg/dl < and 57 mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and not treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.